Manufacturer narrative:
The reported event of could not untighten the atrial set screw to remove the lead was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench into the atrial-set screw inset, which led to the user completely stripping the inset. Lab analysis found the set screw was not stuck and could be untightened with special tools that could engage the stripped inset. The atrial lead could then be removed from the connector block. No device anomalies were found. The problem is related to the user¿s incorrect use of the wrench. The ventricular connector portions were broken off and were not returned for analysis.

Event description:
During a routine device replacement procedure, the lead was unable to be removed from the header of the device and resulted in header damage. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.